Event description:
During the procedure, while passing the capio suture device for the bladder sling it was discovered that one of the metal bullet tips was missing. When the suture was passed through the exit wound the tip was missing. The device was passed off the field and a second device was obtained. X-rays were taken and the film was negative for retained fragment.